Event description:
Following an accident that occurred approx 2 weeks ago, a pt was not able to turn her device on. It was further noted that the implanted device had shifted, and was "coming out". The pt had pain, and was unable to sit down. The pt's outcome was not reported. Add'l info is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).